Event description:
The patient was at home when her lvad controller started alarming. Alarms included: low speed alarm, low flow alarm, low voltage alarm, & driveline disconnected alarm. The patient called the vad coordinator on-call, and was instructed to come in to the ed immediately. Patient was asymptomatic. The patient's controller continued alarming on and off en route to the hospital, as well as while staying in the ed. The device company sent an engineer to complete a 'perc lead repair' the following day. The perc lead repair was performed successfully without complication. However, the patient's controller continued to alarm "driveline disconnect, low speed, & low flow". The patient then had a pump exchange the same day.